Event description:
Boston scientific received information that noise was detected on the patient's right atrial (ra) channel and shock channel during maneuvers of muscle contractions or movements of the left arm. All measurements were within normal range and x-ray showed no evidence of lead fracture. Non-invasive programmed stimulation (nips) was performed to test the integrity of the patient's implanted system. All measurements were within normal range and stable. The physician elected to continue monitoring the patient at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.